Manufacturer narrative:
(B)(4). Evaluation - investigation: during the course of investigation, a review of the complaint history, drawing, instructions for use (IFU), manufacturing instructions (mi), quality control (qc) and a visual inspection of the returned product was conducted. The customer returned one used ult catheter that was cut into three pieces. One piece had the macloc hub attached to it, one piece had suture material wrapped around it and one piece had a weak spot that the customer described as an aneurysm and included the distal curve. During the investigation, the returned complaint device was examined and was found to be occluded with biomaterial in the distal curve. An attempt was made to pass a cook 0.038 wire guide through the lumen, but we were unable to successfully pass the wire through the catheter. We then attempted to duplicate the "aneurysm" in the catheter as seen in the returned complaint device; which was successful. The device is inspected per quality control personnel, who 100% inspect the catheter, confirming the appropriate size wire guide will pass freely through inside lumen and end hole of catheter. It is also verified that the wire guide has a smooth transition with distal tip of catheter. The device is packaged with an instructions for use (IFU); which gives the device description, contraindications, warnings, precautions and instructions for placement and use of drainage catheters. In the precautions, the IFU states, "catheters should be irrigated on a routine basis to ensure function." And "patients with indwelling drainage catheters should be evaluated routinely to ensure continuous function of the catheter." Based on the examination of the returned device and the simulation conducted internally, it is feasible to conclude that the observed weak spot in the catheter happened due to over pressurization of the device after the lumen was occluded. We have notified appropriate personnel and will continue to monitor for similar events. Per the quality engineering risk assessment (qera), further risk reduction is not required.

Event description:
The portion of the catheter that is in the patient had a weak spot/aneurysm. The physician cut the catheter at the macloc to release the device and was able to remove it from the patient. Another of the same was used to complete the procedure. There was no harm to the patient and no additional procedures or intervention was required due to this occurrence. Additional information received on 04 november 2015: the catheter ruptured inside the patient but the physician was able to cut the catheter at the macloc to release the device and was able to remove it from the patient. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.